Event description:
Per the clinic, the patient experienced poor speech performance since initial implantation on (B)(6) 2023. The patient also experienced an occasional dizziness with device stimulation. The impedance check revealed 3 open circuit electrodes. Troubleshooting at the clinic did not resolve the issue. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.